Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an evercross pta balloon for treatment of the a calcified and plaque lesion in the patient¿s mid superficial femoral artery (sfa). Moderate vessel tortuosity and severe calcification are reported. Lesion exhibited 70% stenosis. A non-medtronic inflation device was used for balloon inflation. Pre-dilation was performed. No damage noted to packaging prior to sue. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent and no resistance was encountered during advancement. It is reported that the balloon was inflated to 5atm and the balloon was not observed to have been filling. The pressure pump was increased to 8atm and the balloon still did not appear to fill. The balloon was deflated for withdrawal and blood was observed in the pressure pump. The balloon was withdrawn from the patient and a longitudinal balloon burst was evident. A non-medtronic balloon was used to complete the procedure. No injury reported.

Manufacturer narrative:
Additional information: the balloon was safely withdrawn from the patient. The balloon did not fragment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three images were received for evaluation. Image 1 shows the device was in a clear bag. Image 2 shows the device was in a post inflated state. Visual inspection of the balloon chamber shows a longitudinal tear. Red sanguine material was observed within the balloon chamber. Image 3 shows the device label. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.